Event description:
It was reported there were high impedances at implant. Impedances were >40,000 ohms on electrode 0, and all other impedances were normal. The lead was re-inserted 3 times, but the impedance issue did not resolve. The high impedances remained post-operative, and the device was programmed around the impedance issue. The patient had "great" stimulation coverage.

Manufacturer narrative:
Lead: model 3777-60, serial # (B)(4), implanted: (B)(6) 2012. Lead: model 3777-60, serial # (B)(4), implanted: (B)(6) 2012. Programmer: model 37744, serial # (B)(4). Recharger: model 37754, serial # (B)(4).